Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted at this time. In a product experience report received on (B)(6) 2018 noise oversensing was noted on this lead causing pacing inhibition. The patient experienced syncope and was hospitalized. The system was then reprogrammed. The physician was (B)(6) at (B)(6) in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).